Event description:
During follow-up, episodes of oversensing was observed on the atrial channel. Abbott technical support analyzed the session records and found oversensing with automatic mode switch episodes on the atrial lead and suspected lead damage. The device was reprogrammed to increase the atrial sensibility to resolve the event. The patient was stable.